Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019, wherein the patient¿s ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported, that the rep was unable to connect to the patient¿s ipg after their sinus surgery on (B)(6) 2019. The device was not placed in surgery mode. Multiple troubleshooting steps were taken, all without successful pairing. As a result, the patient may be awaiting surgical intervention.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.